Event description:
During follow-up, it was reported that this peritoneal dialysis (pd) patient had been hospitalized twice for the same peritonitis case. The patient went to the hospital on (B)(6) 2025 due to abdominal pain and shortness of breath. The patient was admitted to the hospital. The patient was diagnosed with peritonitis and pneumonia. The pneumonia was not related to use of the liberty select cycler or other fresenius product(s). Pd cultures were obtained. The antibiotic therapy was unknown. The pd cultures were positive for resistant enterobacter and acinetobacter (no species documented). The patient was discharged on (B)(6) 2025. The patient showed no improvement and was admitted to the hospital again on (B)(6) 2025. The patient¿s pd catheter (not a fresenius product) was removed and replaced. The patient was discharged on (B)(6) 2025. The cause of the peritonitis event was not documented. The patient continued pd therapy during recovery.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and liberty cycler set and the patient event of peritonitis with subsequent hospitalization. However, there is no documentation of a causal relationship between the adverse event and use of the liberty select cycler and liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the event. Although the cause of the peritonitis event was not documented, ¿enterobacter spp. Is part of the normal flora of the gi tract, may colonize the upper aerodigestive tract and gu tract, and are widespread in the environment. Peritonitis with this organism likely is caused by touch contamination or an intra-abdominal source¿. Furthermore, ¿acinetobacter leading causes of infection were sterility break and gi microflora translocation¿. This organism is ¿inherently resistant to most antibiotics and has a relatively high incidence of therapeutic failure, catheter removal, and mortality¿. The patient¿s pneumonia diagnosis was unrelated to the use of any fresenius product(s) or pd therapy. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
During follow-up, it was reported that this peritoneal dialysis (pd) patient had been hospitalized twice for the same peritonitis case. The patient went to the hospital on (B)(6) 2025 due to abdominal pain and shortness of breath. The patient was admitted to the hospital. The patient was diagnosed with peritonitis and pneumonia. The pneumonia was not related to use of the liberty select cycler or other fresenius product(s). Pd cultures were obtained. The antibiotic therapy was unknown. The pd cultures were positive for resistant enterobacter and acinetobacter (no species documented). The patient was discharged on (B)(6) 2025. The patient showed no improvement and was admitted to the hospital again on (B)(6) 2025. The patient¿s pd catheter (not a fresenius product) was removed and replaced. The patient was discharged on (B)(6) 2025. The cause of the peritonitis event was not documented. The patient continued pd therapy during recovery.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed signs of physical damage: damaged - door cover, damaged/cracked bottom cover there were visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane a (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation test ¿ passed. System air leak test ¿ passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.